Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged accucath assembly was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. Light usage residues were observed. The catheter had been removed and was not returned for evaluation. Light usage residues were observed. The needle was bent at the needle exit site. The safety button was depressed and the needle was partially withdrawn into the housing. The wire was broken proximal of the coil region. The distal wire fragment was not returned for evaluation. The wire shaft within the housing was bent. Microscopic inspection of the guidewire break site revealed a primarily granular fracture surface. Curved shape memory was observed in the vicinity of the break. Inspection of the needle bevel revealed mechanical damage along the proximal edge of the bevel. Inspection of the tip of the needle was unremarkable. Attempts to advance the guidewire were unsuccessful due to the bent needle shaft. The wire fracture features and mechanical damage along the proximal edge of the needle bevel were consistent with wire damage initiated by guidewire withdrawal against the needle bevel. The bend in the needle shaft was consistent with shear stressed placed on the needle, and prevented wire movement. This suggested that the needle bend occurred either during or following the manipulation that caused wire damage. A lot history review (lhr) of redq3738 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "needle was bent when package was opened." (B)(6) 2020 - returned device shows light usage residue and a broken wire; the distal segment of wire was not returned for evaluation.